Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that six days following an intraocular lens (iol) implant procedure, a patient developed inflammation accompanied by pain. On the ninth postoperative day an anterior chamber wash was performed. The symptoms have improved, as well as the pain and no inflammation observed when the eye was re-examined. Additional information was provided that the patient was also given an antibiotic injection at the time of the anterior chamber cleaning.